Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that the pump just shut off and they cannot get it to turn back on. The pump turned on and said it had a loss of power could lead to loss of therapy. Visual and functional testing was performed. Upon further investigation, there is extensive corrosion found on the battery door springs, battery compartment springs. The batteries were replaced. Review of event log found medium alarm displayed: loss of power occurred while running. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. The probable cause is due to corrosion on the battery door contacts and battery compartment spring contacts.

Event description:
It was reported that the pump just shut off and they cannot get it to turn back on. The pump turned on and said it had a loss of power. They replaced the batteries, and it worked. The event occurred while in use with patient at patient's home but there was no patient harm/adverse event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.